Event description:
It was reported to boston scientific corp that a jagwire was used during a stent placement procedure performed in 2009. According to the complainant, during the procedure, the pfte coating peeled exposing the core wire. The site indicated that resistance was encountered while advancing the device. No fragment fell into the pt. The procedure was successfully completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.